Manufacturer narrative:
The initial was submitted under a wrong manufacturing site. This report should be voided, as it was submitted in error. An updated report will be submitted under the corrected manufacturing site.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:0106010003 lot number:4023402 brand name: avenir muller stem, catalog number:00620005622 lot number:62653713 brand name: shell porous with cluster, catalog number:00625006535 lot number:62754329 brand name: bone screw, catalog number:00801803602 lot number:62715667 brand name: cocr heads. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00105. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to pain approximately 3 months post implantation. Metallosis and implant wear was noted during the revision. Additional information on the reported event is unavailable.